Manufacturer narrative:
Device evaluated by MFR: the complaint product was not available for evaluation. Therefore, this report is based on customer-provided information only. Multiple images of the defect were provided by the customer and evaluated. The root cause of the seal failure was determined to be due to a failure to identify and discard the affected product during pouching process. During the changeover process, this defect can occur while the operator is getting everything aligned. Operators are trained to identify and discard the affected product. Production documentation was reviewed and identified no nonconformances noted and all reviewed samples passed inspection. Historical complaint data review identified no other complaints for this failure mode for this sku in the past 5 years. The operators have been notified of the complaint for awareness and to prevent recurrence. No further corrective or preventive actions are required at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer refence file (B)(4).

Event description:
Compliant was reported by a distributor in japan for a nonconformance identified during incoming inspection at their facility in japan. Details of nonconformity: sterile bag has holes - qty: 2.

Manufacturer narrative:
Device evaluated by MFR: the complaint product was not available for evaluation. Therefore, this report is based on customer-provided information only. Multiple images of the defect were provided by the customer and evaluated. The root cause of the seal failure was determined to be due to a failure to identify and discard the affected product during pouching process. During the changeover process, this defect can occur while the operator is getting everything aligned. Operators are trained to identify and discard the affected product. Production documentation was reviewed and identified no nonconformances noted and all reviewed samples passed inspection. Historical complaint data review identified no other complaints for this failure mode for this sku in the past 5 years. The operators have been notified of the complaint for awareness and to prevent recurrence. No further corrective or preventive actions are required at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer refence file (B)(4).

Event description:
Compliant was reported by a distributor in japan for a nonconformance identified during incoming inspection at their facility in japan. Details of nonconformity: sterile bag has holes - qty: 2.